Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Reportedly, the customer changed out the cartridge and infusion set to address the occlusion alarms. The customer's blood glucose (bg) was 51-190 mg/dl. Reportedly, the customer believed the low bg was due to the occlusion alarms. Sugar tablets and soda were consumed to address bg. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.

Manufacturer narrative:
The failure investigation has been completed and the alleged issue could not be completed as the cartridge was not returned.